Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to construction / design issue. A CAPA has been initiated to address the design issue. A review of the service history record indicates that the device has been returned previously for an unrelated malfunction. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the sagittal saw device was very loud and the bearing was corroded. It was noted in the service order that the device did not work anymore. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.